Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with two infusion sets. The cannulas were kinked. The event occurred on (B)(6) 2024 . Patient noticed symptoms within 3 hours of insertion. The insertion of the site was the abdomen. Patient used mdi and then changed the infusion set later. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.